Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 63-year-old female with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with pre-support clinical state consistent with scai shock stage d, was supported with an impella cp device. The device was implanted percutaneously via the left femoral artery on (B)(6) 2026 at 2:28 pm. During support, poor distal flow was identified, which required initiation of external femoral¿femoral bypass. Despite this clinical course, the impella cp provided hemodynamic support and was ultimately successfully weaned. The device was explanted on (B)(6) 2026 at 9:13 am. Based on the available information, the patient survived following successful impella cp support and explant. The reported event of poor distal flow requiring external femoral¿femoral bypass occurred in the context of severe underlying cardiogenic shock and was managed clinically. The patient survived through explant with no reported death. No product return is expected. Device involvement cannot be fully assessed without product evaluation and device return. The reported ischemia may be influenced by patient specific factors such as scai shock stage d, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
Additional information received: peel-away removed; procedure was mainly a proactive external fem-fem bypass due to the patient¿s smaller anatomy.

Manufacturer narrative:
B5 narrative updated

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.